Manufacturer narrative:
Event date is suspected to be between (B)(6) 2022 and (B)(6) 2022. Explant date is suspected to be between (B)(6) 2022 and (B)(6) 2022.

Event description:
During a clinic follow-up, a decrease in the battery longevity was observed and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. The device was at end of life (eol) level when received for analysis. The device image was analyzed and high current was noted on the device hybrid. The device was cut open and electrical testing was performed. High current from the hybrid was noted during electrical testing. An anomalous integrated circuit (ic) on the hybrid was revealed to be the cause of the high current drain and premature battery depletion.